Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. Post procedure, it was noted that the stent migrated. On (B)(6) 2021, an endoscopic retrograde cholangiopancreatography procedure for stent removal was performed. During this procedure, it was found that the patient had cholodoco and it was treated using sphincterotomy and balloon extraction of bile duct. The migrated stent was removed with the use of snare and successfully completed the procedure. There was no new stent implanted to the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient's year of birth was 1935. Medical device problem code (B)(4). Impact code (B)(4).